Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a thr surgery, had been performed on (B)(6) 2021, the patient experienced a superficial infection that progressed to the joint after her original drainage and washout were canceled due to a positive covid test. This adverse event was addressed by a revision to exchanged and explant the r3 20 deg xlpe acet lnr 36mm x 52mm with the same size. The outcome of the patient is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a thr revision surgery due to superficial infection that progressed to the joint after her scheduled drainage and washout was cancelled. Per e-mail correspondence, ¿this was not a failure of the device.¿ it was noted within the attachments that no additional information is available. Without clinically relevant information for evaluation, a thorough medical investigation cannot be performed. Further patient impact beyond the reported revision could not be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as a potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a thr revision surgery due to superficial infection that progressed to the joint after her scheduled drainage and washout was cancelled. Per e-mail correspondence, ¿this was not a failure of the device.¿ it was noted within the attachments that no additional information is available. Without clinically relevant information for evaluation, a thorough medical investigation cannot be performed. Further patient impact beyond the reported revision could not be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as a potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).